Event description:
It was reported that the patient was hospitalized due to infection on (B)(6) 2017. The patient presented with fever, discomfort around the pacer site and elevated white blood cells. The blood cultures were negative for infection. Hematoma was noted. The cause of infection was unknown. The patient was treated and infection resolved. No additional information available.